Manufacturer narrative:
Concomitant medical products: product ID: lnq11, serial#: (B)(4), implanted: (B)(6) 2020. Product ID: lnq11, serial#: (B)(4), implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that episodes for one patient was seen on another patients episode report. No action was taken. No patient complications have been reported as a result of this event.